Event description:
Abbott cell-dyn 3700 is a multi-parameter, automated hematology analyzer designed for in vitro diagnostic use in clinical laboratories. Cell-dyn 3700 customers have reported occurrences of visible fire and smoke from the analyzer. The cell-dyn 3700 system has a fuse located in the power supply unit above the power cord connector on the rear panel. The fuse is an essential part of the power distribution system and provides protection to the analyzer and components from damage or fire. The fuse should only be replaced with the following types of ampere-rating fuses, 4-amp t (slow-blow) fuse for 220-240 volt operation and 8-am t (slow-blow) fuse for 110-120 volt operation. Utilization of a fuse that does not match the voltage of operation, may lead to analyzer and component damage or fire. As of february 2009, there have been four power supply units returned for investigation. Two of the four units returned were identified to contain the incorrect fuse for the electrical configuration at the customer site, the other two were returned without a fuse. This issue would result in the instrument requiring field service repair, which could potentially delay the generation of patient results for approximately 24 hours. The occurrence of fire and / or smoke could potentially affect user safety. There have been no occurrences of impact to user safety that are related to this issue. A product correction has been issued and reported under 21cfr06 for the cell-dyn 3700 analyzer to the FDA on march 27, 2009.

Manufacturer narrative:
(B)(4). Other (B)(4) - solenoid drive modules and flow control module. A field service representative replaced the power supply and returned the instrument into operable status. The complaint was investigated by review of the complaint issue, analysis of the returned power supply, review of the cell-dyn 3700 operator's manual and review of complaint information on the cell-dyn 3700 instrument. The investigation found that a suspected shorted solenoid drive transistor on the solenoid drive module (sdm) board created an excessive current path through the instrument power cabling through the flow control module (fcm) board and to the power supply, which opened one diode in the rectifier bridge and shorted another diode. The f1 fuse on the (B)(4) board blew out after the bridge rectifier failed. The power supply was set up for (B)(4). The power supply was using an 8-amp fuse, which was still installed on the returned part and was in good condition. The sdm and fcm were not returned for investigation. The cell-dyn 3700 system operator's manual (list number 06h89-01, revision f) under chapter 1, system description, page 1-18, states that the power supply module voltage switch are set at the factory for 120 volts. An 8-amp (100/120v)t (slow-blow) or 4-amp (220/240v)t (slow/blow) fuse protects the analyzer from power surges. Chapter 2, page 2-5, installation, power requirements, states that electrical requirements for each system are provided in chapter 4, system specifications. Chapter 4, system specification, power specifications, page 4-4, provides power requirements for the analyzer, data station, printer (graphics), printer (ticket), and sample loader. Based on the investigation of this complaint, a product deficiency was identified, as the incorrect fuse was found in the returned power supply. The investigation showed that the power supply contained an 8-amp fuse for 220v 50hz and the specification is a 4-amp fuse for this voltage setting. A root cause investigation will be initiated to determine the cause of the incorrect fuse and the cause of the power supply failure. This is follow-up report. An root cause investigation is in process. A final report will be submitted when the root cause investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation: solenoid drive modules and flow control module. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation of the cell-dyn 3700 analyzer smoke and fire issue identified the root cause as the installation of an incorrect fuse (by either the customer or the field service representative) in the analyzer power supply when it is operated at 220/240 vac (volts alternating current), which may result in the possibility of smoke and fire. The cell-dyn 3700 operator's manual contains the electrical requirements and specific voltage settings for each system. There are also controls in place to reduce the risk of smoke and fire (over-current protection, fusing, safety icons and hazard warning labels). The following steps were put in place to correct this issue: a product information letter was issued on 20 march 2009 to emphasize to new customers to follow the instructions provided in the cell-dyn 3700 system operator's manual for fuse replacement. A field communication (product correction) was issued on 27 mar 2009 to all affected customers to ensure that the correct fuse was installed in the cell-dyn 3700 analyzers in the field. Manufacturing instructions were changed to remove the fuse prior to shipping of the product to reduce the risk of an incorrect fuse being installed. Instructions were provided to the field service personnel through an installation check list to verify that the correct fuse was installed during installation. Furthermore, the preventive maintenance procedure was changed to include a check that the correct fuse was installed.

Event description:
The account stated that when starting up the cell-dyn 3700, it gave a spark and started to smoke behind the analyzer. Service was requested for the cell-dyn 3700 analyzer. No injury was reported.

Manufacturer narrative:
Investigation in progress, no results or conclusion can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.